Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set adhesive was missing. The patient was in the middle of a bolus and had to cancel to change out the site. The patient's blood glucose was adversely affected and reported to be at 393mg/dl. A correction bolus was administered to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02178.